Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose ranged from 135-154 (mg/dl). Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.